Event description:
It was reported during post procedure that the atrial lead was dislodged. An x-ray was taken to confirm the dislodgement. The physician opted to explant the lead. The patient was in stable condition.